Event description:
High atrial and ventricular pacing impedance measurements (>3000 ohms) and capture failure relative to the subject pacemaker were reported, potentially due to a lead connection problem. Furthermore, it was reported that there was a long complicated procedure that resulted in multiple clinical issues for the patient that included a chest drain. The skill of the physician was also raised as a potential reason for these clinical issues. Another pacemaker was implanted instead.

Event description:
High atrial and ventricular pacing impedance measurements (>3000 ohms) and capture failure relative to the subject pacemaker were reported, potentially due to a lead connection problem. Furthermore, it was reported that there was a long complicated procedure that resulted in multiple clinical issues for the patient that included a chest drain. The skill of the physician was also raised as a potential reason for these clinical issues. Another pacemaker was implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.